Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6) was returned for evaluation following the reported event of driveline power fault alarms; however, it was determined that the controller was unrelated to the cause of the alarm. The system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The driveline power fault alarm was determined to be due to wire fatigue of the modular cable. The reported issue is addressed further under the modular cable investigation. The reported event could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A) and the heartmate 3 IFU (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU, section 7 - ¿alarms and troubleshooting¿, patient handbook, section 5 - ¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot driveline power faults. The IFU, section 8 - ¿equipment storage and care¿, and patient handbook, section 6 - ¿caring for the equipment¿, address how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
Both system controllers were exchanged as they were not sure if both were contributing to the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was driveline power fault alarms. It appeared that the log files confirmed driveline power a fault alarms on (B)(6) 2026. The modular cable and the system controller was exchanged. Additional log files were submitted for review. It appeared that the driveline power fault a resolved with the new modular cable and system controller. The driveline monitoring value that triggers driveline power faults were back to normal.